Manufacturer narrative:
The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher six times. The last repair was october 13, 2017 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, gear, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) for the 1.5:1 ratio cutter noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this 1.5:1 ratio cutter. The device history record (DHR) and previous repair report of the 2:1 ratio cutter noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this 2:1 ratio cutter. The last repair was october 13, 2017 where it was reported that the device was producing an incomplete mesh and the roller and worn bushings were replaced. Initial qa inspection of the skin graft mesher revealed that the calibration and test mesh could not be taken due to the bent comb. The gear and roller were also damaged. The collars and bearings of the 2 cutters were also damaged. After replacing the collars the 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, gear, damaged hardware, bearings, and collars. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that calibration and test mesh could not be taken due to the bent comb and both returned cutters' failing to produce a passing sample mesh and being deemed non-repairable. While during initial inspection it was noted that the calibration and test mesh could not be taken due to the bent comb and the 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable, it is unknown how the cutters and comb were damaged. Therefore, a root cause cannot be specifically determined with provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft mesher had incomplete mesh. This took place during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.